Event description:
Explant of sound processor to support treatment of infection. Initial implant (B)(6) 2011.

Manufacturer narrative:
Not reconstructed. May have another operation. Note: late filing of report as per discussion with (B)(4), 2012.